Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported that when unplugged from alternative current (ac) power, the unit would not remain powered on. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed that the unit would not stay powered on while on the back up battery. Voltages were checked and the battery was determined to require replacement. The fse replaced the back up battery and the issue was resolved.